Event description:
It was reported that the patient had been hospitalized in intensive care with hyperglycemia. The patient's blood glucose levels reached 80 mmol/l (1,440 mg/dl) while wearing the pod. Symptoms reported include not feeling well and vomiting. The pod was removed at the hospital and the patient was treated with insulin injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.